Manufacturer narrative:
Continuation of d10: product ID a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for malignant pain. It was reported that the patient called the rep on 2025-04-16 and told them that, since about the time he got the current pump, the patient had noticed the communication with the handset to the pump got to 90% and "just sits". Technical services discussed lag time in communication and storage files and discussed clearing data. Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cache was cleared on the personal therapy manager (ptm). The patient was receiving therapy and the doctor was notified. The rep had no further information at this time.